Event description:
The patient was seen in clinic and found to have high lead impedance and their device was disabled. The patient was also referred for x-rays and it was noted that the patient had a history of falls since having their generator replaced. It was later revealed that high impedance has been seen since the date of implant for the generator. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.